Manufacturer narrative:
Additional information received from d.9., h.3., h.6., and h.10. The product was returned for analysis and the reported complaint could not be confirmed. Iol (intraocular lens) received adhered to surgical foam. Solution is dried on both surfaces of the optic and haptics. Both haptics are intact. The optic is torn/split-cut dividing the iol in two and scratched/marked-rejectable. No root cause identified as the reported complaint "explant, blurry vision" could not be confirmed. Power and resolution test could not be conducted due to the optic damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision at all distances and little refractive error. The iol was exchanged for another lens model 3 months following the initial implant procedure. The clinical reason for explant mentioned as iolx for astigmatism being placed. Additional information received and stated that the patient was not hospitalized for the event and there was no patient harm. The symptoms were resolved to the patient.